Manufacturer narrative:
(B)(4).

Event description:
It was reported that a low high voltage lead impedance measurement (hvli) was detected. An alert was generated as a result of appropriate shock therapy delivered. The patient's rate slowed to a rate of about 140 bpm from about 240 bpm following the therapy delivery. Possible output circuit damage was noted. It was reported that patient has a medtronic sub-q array device added in 2010 with y-adapter to svc coil. The y-adapter was removed, and the rv lead was tested through the psa with normal numbers. The device was explanted and replaced. The existing lead was connected into the new device and all measurements were in-range. The doctor capped the svc connector of the rv lead, and plugged the rv connector and the array into the device. It was believed that the y-adapter was the issue, and then caused a short in the device.

Event description:
New information received indicated that the patient was in stable condition during the procedure.

Manufacturer narrative:
The reported field event of no high voltage output, and hv circuit damage was confirmed. The device was tested on the bench and the hv output circuitry was damaged. The cause of the damaged output stage transistors was hv delivery into a low impedance load. The cause of the low impedance load remains undetermined.